Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage (crack on the backside of pump). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked battery tube threads, cracked case on the battery tube side, moisture damage in battery tube, and broken belt clip rails. Blank display noted after battery installation. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. In summary, customer allegation for cosmetic damage (crack on the backside of pump) was confirmed during visual inspection where cracked case on the battery tube side was noted. In addition, unit received with blank display due to moisture damage on pcb 1 board. After swapping pcb 1 board with a test board, unit powered up properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack. Damaged at the backside of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.